Event description:
It was reported that during an implant procedure, the set screw on the device would not engage. The device was not used and a replacement device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. The set screw was loose/detached.